Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) analysis replicated /confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged grip cable - proximal to be related to the customer reported complaint. The long bipolar grasper instrument was found to have dislodged grip cable at the proximal end. As a result, the grip cables were loose at the distal end. Additional observations not reported by the site were also identified. The long bipolar grasper instrument was found to have a cracked clamping pulley. As a result, the grip cable became dislodged from the input disk. Improper cleaning during the reprocessing most commonly causes this failure and the root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have the conductor wire insulation damaged and there was no material missing from the insulation. The conductor wire was exposed within the insulation. The instrument passed the electrical continuity test and the root cause of this failure is attributed to a component failure. A review of the instrument log for the long bipolar grasper (471400-10/n122105030014) associated with this event has been performed. Per logs, the long bipolar grasper instrument was last used on 08-oct-2021 on system (B)(4). The instrument had 5 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the long bipolar grasper instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted procedure, the 8mm long bipolar grasper instrument had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.